Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedances. Impedance measurements of 2450 ohms were noted several times during the procedure, before the physician opted to use a new rv lead. No other observations were reported. The attempted rv lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.